Manufacturer narrative:
D4 (expiration date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). Reportedly, "considering exchanging lenses he implanted last week due to concerns over a high vault."